Event description:
It was reported the patient crashed his pickup truck (B)(6) 2011 after his deep brain stimulation (dbs) implant. The dbs caused the patient to choke on a drink of coffee and cause him to lose control and crash his vehicle. It was reported dbs slowed down the patient¿s epiglottis and cause fluid to go directly into his lungs. The patient¿s neurologist confirmed this with fluoroscopy. It was reported the patient used to choke 3-5 times a day. The patient had not driven in over two years due to fear from the accident. It was reported after the accident the patient¿s healthcare provider (hcp) had to turn one wire off. The hcp had trouble programming the patient and he tried reprogramming many times. It was also reported the patient had the following ongoing symptoms since implant: slurred speech, poor balance, movement problems, falling when walking/trying shoes/using stairs, memory recall issues, muscle weakness, vision problems, issues with speech, inversion of written numbers and letter, only writing half of numbers/works, repeating letters in words, like the dbs had given him dyslexia. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v508855, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).